Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient felt warmth in his device pocket during threshold testing at his physician's office. The patient stated the warmth happens "from time to time." The nurse at the office found the patient's device pocket to be warmer than the other side of his chest. The warmth will continue to be monitored. The device remains implanted and active. No patient complications have been reported as a result of this event.